Manufacturer narrative:
Section g3: corrected. Manufacturer's investigation conclusion: a direct correlation between the reported bleeding, acute kidney injury, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The account communicated that the patient remained in the ICU post-operatively but was extubated and on crrt for acute kidney injury. The hemodynamics were improving and the patient was only on IV inotropes, no pressors. The patient returned to the operating room on (B)(6) 2019 for a hemothorax evacuation. It was later reported that the patient had several gi bleeding issues post-operatively but is ¿now under control¿ with an inr goal of 1.8-2.2. The patient was transitioned off cvvhdf and discharged home from the initial stay with no outpatient needs. The patient was reportedly doing okay but has frequent low flow alarms related to high pi / hypertension (investigated under (B)(4)). It was not suspected that there were any device malfunctions that contributed to the bleeding or acute kidney injury. The reported modular cable connection difficulty and returned mod cable are investigated under (B)(4). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The heartmate 3 lvas IFU lists bleeding and renal failure as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was admitted to the intensive care unit and on continuous renal replacement therapy for acute kidney injury. Hemodynamics are improving and patient is only on IV inotropes. Patient did have to return to the operating room on (B)(6) 2019 for a hemothorax evacuation for several post-op gastrointestinal bleeding. The bleeding is now under controller. No further information provided.